Event description:
Complainant alleged that the device inappropriately displayed a "defib pad short" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.